Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that there are no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, the patient was operated. There were no issues reported after the surgery. At a later date, while still admitted at the clinic, a x-ray has indicated that a screw broke off. On (B)(6) 2014, the surgeon had decided to remove the click x that was initially implanted and replace it with a new click x. No additional information about the event is available at this time. There was no delay reported. Material is available for investigation. This is report number 7 of 8 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Rationale: not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.